Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being electively explanted for normal battery depletion (nbd) when the right atrial (ra) lead and the left ventricular (lv) lead were stuck in the header. The boston scientific field representative states that the set screws were stripped and as a result the ra lead needed to be cut and capped. The lv lead had no damage and was able to remain in service. No adverse patient effects were reported.